Event description:
Healthcare professional reported through clinical study that the valve was explanted approximately 43 months post implant due to perivalvular leak. The valve was not returned for analysis however a pathology report was sent to the MFR. This is the same pt as 2025587-1997-00076.